Event description:
Hamilton medical ag received the following description: hamilton g5 ventilator alarming expiratory obstruction while ventilating patient. While alarm sounding, no tidal volume delivered to patient and patient having difficulty triggering. Pt bagged on 100% while the ventilator was troubleshooted by trying to change the flow sensor and completing pre-op flow sensor check with no improvement so the ventilator was swapped for a different ventilator. Patient placed on new ventilator. Pt remained stable throughout troubleshooting the ventilator. Hamilton g5 ventilator placed in quarantine with a bio-med request.

Manufacturer narrative:
From bio-med tech: hooked it up to their tubing set and ran it with the same settings. There were no alarms or issues. The numbers on their fluke gas analyzer looked pretty good so they ran it overnight with no problems. Investigation is ongoing.